Event description:
It was reported that a pt possibly had an allergic reaction after use of glenroe ultra non-latex elastics. Outcome of the event is not known as of this report.

Manufacturer narrative:
Further info pertaining to this event will be reported if it becomes available.